Manufacturer narrative:
Philips service replaced the set cables b-cabinet and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that images did not appear on the large screen due to cable failure on a allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.